Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 462 mg/dl. During troubleshooting, customer was assisted in performing a manual prime. Insulin did exit with manual prime. It was reported that there were no leaks, bolus wizard settings were correct, time and date were correct and pump passed tubing clamp test. Customer was advised that insulin pump was working as designed. Customer was advised to change infusion set, reservoir and insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.